Event description:
During coil embolization of an aneurysm in the left internal carotid artery, a micrusphere 10 cerecyte coil (csp10025030/c20767) was unable to be advanced in the sl-10 microcatheter and an orbit galaxy complex xtrasoft coil (640cx2535/15912164) stretched during insertion into the target aneurysm. It was reported that a continuous flush had been maintained through the microcatheter. The micrusphere was removed from the microcatheter with no report of coil or microcatheter damage. The orbit galaxy stretched when the coil was partly in the microcatheter and partly in the aneurysm. It was reported that the microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter; however a one to one relationship between the coil and delivery tube was not verified with fluoro prior to repositioning. It was unknown if the coil may have been entangled with previously placed coils or if the microcoil was positioned at a relative sharp angle to the microcatheter. The entire coil was removed and the same microcatheter was used to complete the procedure. There was no patient injury reported and there was no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was not returned for analysis. Review of DHR for lot 15912164 concluded that there were no issues were that were considered potentially related to the reported complaint. The coil stretching of the orbit galaxy could not be confirmed without product return for analysis. Although the root cause of the customer coil stretching could not be confirmed, procedural/handling factors may have contributed to the event. Per the instructions for use, ¿if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.¿ there is no evidence that there were any manufacturing issues related to the complaint; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.